Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the device was explanted on (B)(6), 2018. The customer did not want to return the device, the patient did not recall specific dates for the third overdischarge. Per the patient the ins has not worked for at least a year or more. The patient was unable to charge due to stress in their life. The rep was not able to communicate with their ins to determine if it was od or eri (implanted in 2009). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation -other chronic/intract pain (trunk/limbs). It was reported that the patient had multiple overdischarges in the past. It was reported that the patient lost her spouse 1.5-2 years ago and failed to charge at that time which was according to the patient the last and 3rd time. It was confirmed with the doctor, the replacing implanted. Patient was not weighed at this time and was not sure what her exact weight was. It was reported this was the first the rep had been notified of this information. No further complications were reported/anticipated.